Event description:
Information received by medtronic indicated that the insulin pump had a crack select button. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Insulin pump was returned for alleged damaged keypad overlay on (B)(6) 2022. Insulin pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case (battery tube), missing serial number label, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked keypad overlay was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.